Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced symptoms described as "not feeling well, head spinning and woozy" and was unable to self-treat. Customer was rushed to hospital where she was diagnosed with hyperglycemia and dehydration and was treated with unspecified IV and oral medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button and with strip insertion. Control solution testing has been performed and no issues were observed. Test started after sample was applied. All results were within range specification. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced symptoms described as "not feeling well, head spinning and woozy" and was unable to self-treat. Customer was rushed to hospital where she was diagnosed with hyperglycemia and dehydration and was treated with unspecified IV and oral medication. There was no report of death or permanent injury associated with this event.